Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom false upstream occlusion alarms. The eval found that the ultrasonic sensor readings with a fluid filled tube were below specification, determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device falsely alarmed upstream occlusion. There was no pt involvement.